Event description:
The customer reported via phone call that they are having issues with the infusion set and reservoirs. It was stated that the reservoirs are not filling and an infusion set is not sticking. The blood glucose reading was unknown. The customer declined to troubleshoot for the tape. The sets and reservoirs will be replaced.

Manufacturer narrative:
The reliability analysis inspected 1 opened/used reservoir performed pre-fill reservoir test per es9041 and IFU d9195886-et2 section 1 to 8. The reservoir failed because the inspection found the reservoir transfer guard needle occluded.